Event description:
The complainant reported an electrical shock, from companion pump list # 84 to a mother of a pt. It was reported that she experienced the electrical shock as she disconnected the power cord. The approximate timeframe of the incident was during 2007. It was reported that there was no medical intervention related to the electrical shock event and that the mother is "fine".

Manufacturer narrative:
Laboratory evaluation confirmed complaint. Root cause: power cord damage as a result of fatigue which resulted in an opening in the outer insulation. Ross standard procedure includes attempting to obtain all required info from the source.